Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo and observed leaking in the hemostatic valve. Informed that the following material presented defect during surgery. They performed the exchange not causing damage to the patient. Defect was air entering the circuit at the time of sucking blood, leaking into the valve. Allied initial test, during surgery presented the defect. Additional clarification was requested and received. Used the 71 needle with pre-phase in transseptal. The section this problem was observed was the hemostatic valve. The issue was leakage. The hemostatic valve did not move inside the hub nor outside the hub. The flap/hub cover did not loosen from the sheath. During use on the patient, puncture the right leg. The approximate volume of lost blood was 200 ml. No consequence to the patient.

Manufacturer narrative:
The investigation was completed on 17-feb-2025. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 00002618 and no internal actions related to the complaint was found during the review. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. H4. Device manufacture date has been added. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo. Informed that the following material presented defect during surgery. They performed the exchange not causing damage to the patient. Defect was air entering the circuit at the time of sucking blood, leaking into the valve. The device was returned to johnson & johnson medtech (j&j) for evaluation on 08-apr-2025. Visual inspection and microscopic examination of the returned device were performed following j&j procedures. Visual analysis revealed that the hemostatic valve was partially broken in the star section. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks and physical damage observed suggest that excessive force manipulation was applied. Finally, a back pressure test was performed, and a leakage was identified through the hemostatic valve. In addition, bubbles were identified while a negative back pressure test was performed. A device history record was performed for the finished device batch number, and no internal actions were identified. The damage observed on the valve could cause the leak issue reported by the customer; therefore, the complaint was confirmed. The potential cause of the damage could be related to the incorrect insertion of the dilator into the sheath, due to an unintended use error; however, this could not be conclusively determined. The instructions for use contain (IFU) the following precautions: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Do not remove the dilator or catheter rapidly. Damage to the hemostatic valve may occur. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. To minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 20-mar-2025. Unable to clarify the exact amount of blood that was lost. It has not caused any harm to the patient. Intervention was not necessary. Just changed the product. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).